Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that the patient says the hip has never felt right. Patient has constant extreme pain in the hip and buttock.